Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, out of range high voltage lead impedance was noted. During follow-up, the impedance trend was back to normal, therefore, the physician will continue to monitor the patient by follow-up. The patient was in stable condition.